Event description:
As reported by the field clinical specialist, a patient underwent a thv in sav, the team placed a 26mm sapien 3 ultra resilia valve in the aortic position. They proceeded to fracture the valve leaving them with severe ai. The team then proceeded to put in the 29mm sapien 3 ultra resilia valve. The procedure went well with good results. The patient left the or with stable vitals. The procedure had no ew complication with an of our equipment.

Manufacturer narrative:
Investigation is ongoing.